Event description:
A distributor reported on behalf of a healthcare facility in japan that the opt844 optiflow adult nasal cannula broke during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 optiflow adult nasal cannula was returned to fisher & paykel healthcare (f&p) new zealand for investigation where it was visually inspected. Results: visual inspection of the returned opt844 optiflow adult nasal cannula revealed that the tubing was found detached from the manifold. It was further observed that the tubing was slightly stretched at the connector and manifold end. Conclusion: we are unable to determine the cause of the damage. However, it is most likely caused by the cannula being pulled by the patient or the user. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject opt844 optiflow adult nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt844 optiflow adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube." - "do not soak, wash, sterilize, or reuse this product."

Manufacturer narrative:
(B)(4). The complaint opt844 optiflow adult nasal cannula was returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the opt844 optiflow adult nasal cannula broke during patient use. There was no reported patient consequence.